Event description:
It was reported intra-operatively that a boot had broken. It was noted that the boot was "from 2003" and the pt was very thin. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).